Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that during the ablation portion of the procedure near the mitral isthmus, the patient went into a junctional rhythm and then av dissociation. The caller reported that the issue was confirmed and noticed on the intracardiac signals displayed on the carto 3 system and the recording system. The caller reported that the procedure was aborted. The caller reported that the medical intervention provided was a temporary pacemaker was placed. The caller reported that the patient left the room with the temporary pacemaker and still in av dissociation. The caller reported that she was unable to confirm if the patient's sinus rhythm returned after the temporary pacemaker. The caller reported that the last known patient status was stable as of this morning. The caller reported that the following bwi devices were used in the case: decanav catheter, octaray catheter, and soundstar catheter. The caller reported that the bwi catheters were brand new. The caller reported that the bwi devices were available for return. The caller was unable to provide the information (reference & lot/serial numbers) about the bwi catheters. Css ws was consulted. Css ws advised to document the adverse event under the octaray catheter and carto 3 system. The caller was advised to expect a return kit for the octaray catheter. Software version confirmed 8 (full version unknown) the caller reported that the farapulse system was used for ablation and petal xml was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).